Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) went into back up due to exposure to electrocautery. The lp was restored and successfully implanted. At follow-up in clinic, it was noted the capture threshold had been steadily increasing, pacing impedance and r-wave amplitude sensing were decreasing, and the implant date was not programmed. Programming changes were attempted to input the implant date but were unsuccessful. The patient was in stable condition.

Manufacturer narrative:
The reported event of the wrong date of implant that was unable to be corrected was confirmed. Based on the information provided, it was determined that the initially entered implant date was invalid as it was in the future. The implant date was corrected and was written to the implanted device, but the updated date was not reflected on the graphical user interface on the programmer. There is no malfunction on the implanted device.